Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. The customer's blood glucose level was 222 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.